Event description:
It was reported that pump displayed cartridge change error that prevented customer from completing load process and resuming insulin. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, inspected cartridge o-ring and pump pneumatic tap for damage or debris, cleaned area, attempted to reload cartridge, and then filled and loaded new cartridge from specified lot; customer was ultimately able to load cartridge successfully and resume insulin delivery.